Manufacturer narrative:
Upon further review it was noted that ¿foreign¿ and ¿other¿ (anvisa) boxes in section g2 were inadvertently not checked in the initial report submitted. Therefore, this supplemental report is submitted to correct this. Fields below updated. Foreign other - anvisa all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a monofocal intraocular lens (iol) broke while implanting the lens. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: zip code: unknown/not provided. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.